Event description:
It was reported that, during implant testing, the shock impedance was less then 30 ohms. Technical services advised this may occur with smaller patients. The last shock was 35 ohms. The system was successfully implanted. There were no adverse patient effects.